Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 03/15/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide the batch number of the evicel application device?

Event description:
(B)(6) hospital, (B)(6) 2020. When attempting to load the thrombin vial into the applicator, the nurse snapped off the vial adapter from the applicator body making the applicator unusable. Another applicator (evk10aus) was used instead. The biologics were able to be used in this new applicator, meaning they were not wasted or discarded. No ae reported. No delay in the surgery.